Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that the patient¿s ins was not working. The patient stated it went out and would not come on. The patient let the device go into overdischarge. The patient stated their battery was eight years old and they wanted to get a new one. The rep stated that a healthcare professional (hcp) was scheduling the patient for replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the device would be replaced, but the replacement was not scheduled yet. No further complications were reported.